Manufacturer narrative:
This report is being submitted to relay additional and corrected information. (B)(4). Has also been submitted. The following sections are being reported: b5: it was reported that the internal connection universal placement driver tip would not release the implant. Dr. Indicated that it took a lot of effort to disengage the driver. The procedure was completed using the same device. There was no report of patient injury or significant delay in procedure. D10: correction: no. G4: 30 apr 2019. G7: follow up. H1: malfunction. H2: additional information, device evaluation. H3: correction: no, not returned to manufacturer. H6: method, results, conclusion codes. H10: manufacturer narrative, corrected data. The reported unknown implant was not received for evaluation as it remains implanted in the patient. The reported condition, "internal connection universal placement driver tip would not release the implant. Dr. Indicated that it took a lot of effort to disengage the driver" was not confirmed. A device history record review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system has controls in place to ensure the distribution of conforming product within specifications. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the internal connection universal placement driver tip would not release the implant. Dr. Indicated that it took a lot of effort to disengage the driver. The procedure was completed using the same device. There was no report of patient injury or significant delay in procedure.

Manufacturer narrative:
This report is being submitted to report zimmer biomet complaint number (B)(4). 0001038806-2019-00138 has also been submitted. The reported device will not be returned, as the device remains implanted in the patient. The investigation is in progress. Once the investigation is completed, a supplemental report will be submitted. Product code unknown concomitant medical products: biomet internal connection universal placement driver tip- long, item #: iipdtul lot: unknown, device remains implanted. The following information is unknown at the time of this report: device remains implanted.

Event description:
It was reported that the internal connection universal placement driver tip (iipdtul) would not release the implant. Dr. Indicated that it took a lot of effort to disengage the driver. The procedure was completed using the same device. There was no report of patient injury or significant delay in procedure.